Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. On an unreported date the patient was treated with intraperitoneal (ip) fortum, 1 gram (frequency and duration not reported) and (ip) amikacin 100mg (frequency and duration not reported).the cause of the peritonitis was unknown. At the time of this report the patient was recovering from the peritonitis event. No additional information is available

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.